Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 17-mar-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient implanted for spinal pain. It was reported that the patient fell 2 times in the last few months, and their stimulation coverage changed subsequently. The patient also compliant of extended charging times. An x-ray was done, which confirmed lead migration. The rep indicated that surgical intervention was planned but has not been scheduled at this time. The issue has not been resolved. No further complications were reported or anticipated.